Event description:
Report received from united states indicating that the device "does not spin burr." It is known the device was used in surgery and that no injuries or medical intervention were reported. It is unknown if a delay occurred during the surgical procedure. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not spin burr" was not confirmed. (B)(4) evaluated the device and found it to be operable. However, evaluation also determined there was damage to internal components consistent with operating the motors with insufficient lubrication. If add'l info is received, a supplemental report will be sent. (B)(4).